Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence as the device was no longer working, therefore, the patient was scheduled for a revision surgery. Approximately a month later, the procedure was performed. After having explanted the device, a tear was confirmed around the tubing joint of the pressure-regulating balloon (prb). A new aus was implanted. No patient complications were reported.